Manufacturer narrative:
Product and related fields updated to proper value. Concomitant product updated.

Manufacturer narrative:
Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that the short spinous process clamp had an issue. They tried to clamp onto the patient's spine and the clamp was too wide, causing the teeth of the clamp to be too far open. When the clamp is too far open, the screw won't engage making the clamp unable to close. The surgeon ended up exposing further down on the spine and clamping in a different location. This cause a case delay, but no other issues. The manufacturing representative noted that the surgeon had planned a 3 inch incision, but the issue made them extend the incision to about 5 inches in order to relocate the clamp. The patient was affected. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.